Event description:
Olympus was informed that during a lap sleeve gastrectomy, the thunderbeat system made a loud noise (error code display/alarm). The surgeon examined the tip and noticed that the teflon pad was detached from the distal end of the grasping section. The procedure was completed with a replacement device. The pt was not harmed during the procedure.

Manufacturer narrative:
Olympus received the thunderbeat hand piece for analysis. The analysis confirmed the reported teflon damage. The teflon pad was partially detached from the grasping section. There were abrasion marks on the probe at the distal end and the electrode on the grasping section at the distal end. This damage can result when the hand piece is activated (jaw closed) without grasping tissue.